Manufacturer narrative:
(B)(4). Product code: phx. Concomitant medical devices: 118001 versa-dial/comp ti std taper 421460; 115396 comp rvs cntrl 6.5x30mm unknown; 115320 comp rvrs shldr glnsp 877180; xl-115366 acrom std hmrl brng 756110; item #: unknown, unknown humeral tray lot #: unknown; item #: unknown, unknown humeral stem lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02665, 0001825034 - 2021 - 02667.

Event description:
It was reported that the patient underwent a primary right comprehensive reverse shoulder. It was found that the glenosphere had disassociated from the baseplate, and a revision procedure was performed two years post implant. The surgeon attempted to impact a new glenosphere would not engage. The central screw was removed. The surgeon drilled & inserted a new central screw. Once the new central screw was inserted, the new glenosphere engaged.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provide photographs medical records, and radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Visual examination of the provided pictures identified the explanted taper still attached to the glenosphere. There appears to be scratches and damage to the taper's inner edge. The central screw has scratches on the head and the threads cannot be visualized. The baseplate was not explanted and no pictures were provided for evaluation. Medical records reviewed by a health care professional identified the following: initial operative notes for right comprehensive reverse total shoulder noted 60yo, massive rotator cuff tear, no complications. No operative notes were provided for the revision surgery. Radiographs identified the following: all of the images are suboptimally assessed secondary to poor image quality with areas of imaging burnout, creating artificial hyperlucency over the proximal humerus. The glenosphere component of the shoulder arthroplasty appears disassembled from the glenoid base plate. Although appearing aligned with the humeral tray, both the humerus and the base plate are located superior to the glenoid. Transscapular y-view also suggests likely mild anterior subluxation of the humerus and glenosphere with respect to the base plate. It is difficult to evaluate if there are periprosthetic lucencies secondary to the above-mentioned limitation of imaging quality. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.